Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered shock for ventricular fibrillation (vf). Also, this device was in pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) noted patient has sensor pacing on in the episode. Furthermore, ts recommended intervention to decrease response factor to stop from pacing. Moreover, ts discussed that the patient has only had 130 episodes over 10 years which was about one per month. Field representative stated the pmt algorithm successfully broke the pmt. This device was explanted. No additional adverse patient effects were reported.